Event description:
A patient contacted baxter (B)(4) and reported receiving a system error 2240 (air in line) while using the homechoice unit during dwell 2 of 4. The patient elected to start over with new supplies. Baxter product surveillance contacted the patient on (B)(6) 2010. According to the patient she does not recall this event. The patient does not believe she had any holes or leaks in the cassette. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. This medwatch was initially attempted to submit on (B)(6) 2010, however, since the (B)(6) was not operational due to a power outage, this medwatch is being resubmitting on (B)(6) 2010.